Manufacturer narrative:
Follow-up #1: date of submission: 11-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2018 with the following findings: on investigation, there was evidence of moisture on the display screen inside the pump. The pump was not able to power on for investigation. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Leak testing confirmed moisture ingress into the pump at the site of the battery compartment crack and through the audio bolus button due to the button cover being missing. Internal moisture was found affecting the continuous glucose monitoring module and the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was moisture behind the display and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.